Event description:
The hospital reported they experienced a total loss of image during the beginning of a procedure. The physician decided to remove the endoscope from the patient. Once the endoscope had been completely removed, the hospital reported it began to spark. Hospital personnel immediately transferred the endoscope from the procedural room to another location where they perform leak testing. When the endoscope was submersed in water for leak testing it began to smoke. The hospital did not disclose the results of the leak test, only that they had noted soot at the bottom of their endoscope sink.